Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's infusion device dropped on the floor and he began experiencing hypoglycemia as low as 65 mg/dl. On (B)(6) 2013 at 9:00pm the patient's partner had to provide him with fruit sugar because the patient was unable to do so himself. The patient thinks the infusion device had been delivering too much insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.